Event description:
Per the info provided to co by the physician's office, the device was removed due to "a leak at the connector." As reported to co, only the pump was removed and replaced, leaving the rest of the device in place.